Event description:
"During arthroscopic repair of right rotator cuff tear and subacromial decompression with a resection of the distal clavicle, the washer on the end of the turbovac 90 arthrocare wand broke. The surgeon attempted to remove piece of metal, unsuccessful. X-ray done, positive for foreign body. In 11/03 patient returned to hospital, metal fragment removed under direct visualization utilizing CT scan". Device was not returned for evaluation.